Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the device noted that the right atrial (ra) lead had intermittent capture at high output. The atrial lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.

Manufacturer narrative:
External insulation abrasion exposing the outer coil was noted at 31.1-31.6 cm from the distal tip caused by friction to the device can. These anomalies are consistent with the observation from the field of intermittent capture on right atrial (ra) lead.

Event description:
Additional information received indicated that the patient was stable throughout the procedure.